Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. (B)(4).

Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis in a male patient (age not reported) coincident with extraneal viaflex therapy. On (B)(6) 2009, the patient began treatment with extraneal viaflex (dosage and frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient was diagnosed with sterile peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient discontinued extraneal therapy. On an unreported date, the patient was treated with vancomycin (frequency not reported) and fortum 1.5 g daily. The root cause of the peritonitis was reported as "endotoxines batch." On (B)(6) 2011, the patient recovered from the event of sterile peritonitis. The physician believed that the event of sterile peritonitis was related to extraneal therapy.